Event description:
Patient reported that their meter would not power on. The batteries are less than a year old. They experienced sweating at the time of trying to test. They did not seek medical attention. There is no evidence of an adverse event.